Event description:
It was reported that the customer received a motor error alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Motor error alarm during basic occlusion test and unable to prime during the prime/compromised forced sensor test due to protruded/loose drive support disk. The motor was tested outside the device and passed motor test. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.